Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant

Event description:
The facility reports a trifusion clamp broke. Per protocol, they replace the entire line when a clamp breaks and continue treatment with the new line. This pt did not want to have a new line placed so he did not get treatment after this incident.